Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the monitor had no image. The issue occurred during an unspecified procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause for the events could not be determined. However, it is likely that no image occurred due to printed circuit board failure. Olympus will continue to monitor field performance for this device.